Event description:
Customer reports blood glucose result of 300 mg/dl taken on the aviva system; meter memory stored result as 115 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.